Manufacturer narrative:
Eval results indicate that this event is packaging related due to personnel over site. This event is a isolated occurence.

Event description:
The inner and outer packaging was adhered together upon opening. There was no adverse consequence for the pt or delay in sugery or anesthesia time.